Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a lower g.I. Bleed in the pyloric region of the stomach during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the physician was trying to control an active bleed in the pyloric region with the use of a resolution clip; however, the clip did not release from the catheter. The physician was able to remove the device from the tissue without complications and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the device was half deployed, as the yoke was still attached to the control wire, and the clip assembly was not returned. The yoke was able to be actuated and deployed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
(B)(4). Component (B)(4) relates to device (B)(4) for the reported event of clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a lower g.I. Bleed in the pyloric region of the stomach during a procedure on (B)(6) 2011. According to the complainant, during the procedure, the physician was trying to control an active bleed in the pyloric region with the use of a resolution clip; however, the clip did not release from the catheter. The physician was able to remove the device from the tissue without complications and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a lower g.I. Bleed in the pyloric region of the stomach during a procedure on (B)(6) 2011. According to the complainant, during the procedure, the physician was trying to control an active bleed in the pyloric region with the use of a resolution clip; however, the clip did not release from the catheter. The physician was able to remove the device from the tissue without complications and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.